Event description:
The customer alleged that he performed a control test and received a result of 348 mg/dl. The normal control range for his test strips was 105-146 mg/dl. No adverse events were alleged. A new bottle of control solution was sent to the customer. No product will be returned at this time.